Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment was unknown. It was not reported if the patient was hospitalized. At the time of this report, the event was resolved and dianeal therapy was ongoing. No additional information is available.